Manufacturer narrative:
No sample or product was returned for this complaint. Testing was performed on this lot of triage cardiac panel test for a previous complaint. Testing was performed on returned pt samples (from previous complaint) and in-house calibrators. Results of the pt testing were verified on the access ii. No error codes or standard outliers observed with calibrator testing. Product support observed all data point for calibrators as acceptable. Customer complaint was not confirmed. Product support did not observe any elevated values or high recovery with returned pt samples (previous complaint). No corrective action is required at this time as product deficiency was not established.

Event description:
Caller reported a potential false positive troponin I (tni) result on triage cardiac panel test. Pt was admitted to the hosp and serial tni test results were negative. No further pt info provided at this time. This is considered an adverse event because pt was admitted to the hosp.